Manufacturer narrative:
(B)(4). The complaint rt380 adult evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) that a gas rt380 adult dual heated evaqua2 breathing circuit was leaking. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Despite our attempts of obtaining further information from the customer, no further information was provided by the customer. Without the complaint device nor further information, we are unable to determine what may have caused the damage noted on the returned rt380 adult breathing circuit. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specification before it was released for distribution. Our user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in sweden that a gas rt380 adult dual heated evaqua2 breathing circuit was leaking. There was no patient involvement.